Event description:
The patient reported that their implantable cardioverter defibrillator (ICD) was moving about the pocket after significant weight loss, causing the patient considerable pain when performing daily activities. A pocket revision was discussed and the ICD remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the ICD was repositioned and the pain had subsided per the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419688 lead implanted 2010 (B)(6); 407645 lead implanted 2010 (B)(6). (B)(4).